Event description:
Customer reported air bubbles and gaps in the infusion set tubing, specifically between the t: lock and themselves, which were observed during the load sequence and tubing fill. Despite the issue, there was no adverse impact on the customer's blood glucose level, which remained within normal range. After addressing the concern, the large air bubbles and gaps were resolved, allowing the customer to resume insulin therapy without further issues.